Manufacturer narrative:
This case was assessed as reportable to the FDA as the event nodules/lumps/balls (injection site nodule) was deemed necessary because a permanent damage cannot be excluded. The device history record of radiesse injectable implant, lot number a00065180, was reviewed. A lot search was conducted on the reported lot and other similar events were noted. No nonconformances was related to this lot. The device history record of radiesse injectable implant, lot number a00072520, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances was related to this lot. Unique identifier (UDI) number: (B)(4).

Event description:
This spontaneous report was received from a spanish healthcare professional and concerns a patient. The patient was injected with radiesse 1.5 ml. After the radiesse injection, the patient experienced nodules on unknown body part and they did not know how to treat them. The outcome of the event was unknown. Follow-up information was received on 08-feb-2023: the event term nodules was amended to nodules/lumps/balls and the coding remained unchanged. The events severe inflammatory reaction, plaque and hard were added. The patients gender (female) and age were provided. She was 64 years old at the time of the event. The patient was injected with a total of 3 ml of radiesse, into the zygomatic-malar area, volume replacement in the middle third and collagen stimulation, on (B)(6) 2022. Batch number was reported as a00065180 (expiry date: 06/2024). A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse was confirmed as a00065180 (expiry date: 06/2024). The patient was injected in a deep subdermal and supraperiosteal plane, with 2 needles of 1.5 ml of radiesse (one needle for each side) and the injection was performed with a 25gx50mm cannula. The patient was injected with a total of 1.5 ml of radiesse, into the mandibular angels, for collagen stimulation and marking, on (B)(6) 2022. Batch number was reported as a00072520 (expiry date: 07/2024). A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse was confirmed as a00072520 (expiry date: 07/2024). The patient was injected in a deep subdermal and supraperiosteal plane, with one needle of radiesse (half of the syringe per side) and the injection was performed with a 25gx50mm cannula. The product contained 0.5 ml of lidocaine. The patient was concomitantly injected with hyaluronic acid, into the marionettes and lip/chin sulcus, on (B)(6) 2022. She was injected with hyaluronic acid, into in the lips, on (B)(6) 2022. The patient past aesthetic treatments included cosmetic injections of botulinum toxin, fillers with radiesse and hyaluronic acid, without complications. The patients medical history included controlled diabetes and hypothyroidism (thyroid alterations) but did not need treatment and it was not autoimmune. She had no allergies and no autoimmune diseases. Concomitant medication included melatonin. In 2022, after the radiesse injection, the patient experienced lumps in the zygomatic-malar areas in an elongated shape, with plaques of approximately 2-3 cm and in areas of mandibular angles of approximately 1.5-2 cm. On (B)(6) 2022, the patient came unhappy to the physician, stating that she noticed asymmetries and 2 little balls. The physician palpated a small nodule in a marionette on the right side and an increase in volume in the mandibular angles, more noticeable on the left side. The product was felt on both sides. The patient had no pain, erythema, or other inflammatory signs. At that time, on (B)(6) 2022, the physician massaged and injected hyaluronic acid in the mandibular line trying to correct asymmetry and performed a lip touch-up as a corrective treatment. On (B)(6) 2022, the patient returned to the clinic complaining of discomfort and was seen by another physician who found multiple inflammatory, erythematous and very painful lesions. Multiple nodules and hardening in zygomatic areas and mandibular angles. On (B)(6) 2022, she was proscribed with antibiotics, clarithromycin 500 mg concentration at 12 hours (c/12), ciprofloxacin 500 mg concentration at 12 hours (c/12) and prednisone for 10 days (as reported). She was closely monitored. On (B)(6) 2023, the patient showed an important improvement, although nodulations persisted in zygomatic areas and in mandibular angles. Multiple nodules were also palpable in the mandibular line where hyaluronic acid was infiltrated. The presumptive diagnosis was severe inflammatory reaction after infiltration of radiesse and hyaluronic acid. The protocol followed by the medical team was correct (as reported). Due to the provided information, the outcome of the event nodules/lumps/balls was considered as not resolved (changed from unknown). Due to the provided information the outcome of the event severe inflammatory reaction, plaque, hardening was considered as resolving. In the opinion of the reporter the events nodules/lumps/balls and severe inflammatory reaction were of severe intensity. This case was special because the patients reaction to radiesse was a delayed reaction but not because of the product itself but due to a post inflammatory reaction of the patient who had thyroid alterations (as reported). Follow-up information was received on (B)(6) 2023: the case was upgraded to serious. The patients age was unknown. The patient was injected with radiesse, for the replenishment of volume in the middle third. The patient was not treated with a company hyaluronic acid filler. She was injected with hyaluronic acid, into the marionettes and labiomental sulcus, on (B)(6) 2022. It was unknown whether the patient had well controlled diabetes. On (B)(6) 2022, she was injected with hyaluronic acid, into the prejowls left side and mandibular line right side. As additional corrective treatment, the patient received injections of 2% lidocaine in the radiesse injection site, and hyaluronidase in the area where the hyaluronic acid was injected. The patient did not fully recover and showed anxiety. She refused a second course of antibiotics and corticoids recommended by the physician. The patient was closely monitored with frequent appointments. At the time of this report, there was an improvement in relation to the inflammation of the zygomatic areas, but the visible and palpable nodules persisted, especially in the lower third (mandibular line and a small nodule in the marionette on the right side). The diagnosis provided was late severe inflammatory reaction and nodules post radiesse and hyaluronic acid filler. The outcome of the events remained unchanged. The physician was not able to either affirm or deny that the inflammatory reaction was due to the patients hypothyroidism, which, according to the patient at the first visit, was untreated and autoimmune. Follow-up information was received on (B)(6) 2023: it was previously reported that the patient was injected with hyaluronic acid, into in the lips, on (B)(6) 2022. Corrective treatment included a new course of antibiotic treatment and oral corticosteroids (augmentine, deflazacort). The patient had also undergone several radiofrequency sessions. The patient maintained a fluctuant lesion of less than 1 cm in the zygomatic area on the left side. The rest of the nodules were not visible but palpable and reduced in number and size. The physician was not able to say for sure that the patient recovered, but there was a noticeable improvement. Due to the provided information, the outcome of the event nodules/lumps/balls was considered as resolving (changed from not resolved). The outcome of the events severe inflammatory reaction, plaque and hardening remained unchanged.